Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) wpc (B)(4). Reason for original complaint: the patient was revised because of leg length discrepancy. Doi: (B)(6) 2008, dor: (B)(6) 2008 (left side). **update: 4/10/2013 - litigation papers received. Litigation alleges pain. The MDR decision for the stem and head have been reversed and both products reported. The liner is now being reported also.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes b59bc1000 and cn9cd1000. A search of the complaint database finds additional reported incidents against lot codes 2551349 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.